Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 3/28/2024. The results are below: the event log was reviewed, and it was confirmed that the pump experienced an abrupt power off without any alert or alarm. It took place multiple times during different infusions. This is seen on line 128 by the log_event_on line without a log_event_off with it. A 20 ml infusion ran until completion without an abrupt power off taking place again. It was noted during investigation that the pump was returned without a battery, so a new battery was used during testing. Functional testing did confirm the reported condition, but was not duplicated during testing. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
Two corrections were made to section g in order to further explain when the pump was received by the manufacturer: section g2: distributor/importer and company representative were both added section g3: (B)(6) 2024 entered as receival date.